Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was explanted and replaced. It was also reported that during an implant attempt of a new lead, there was "more tension than usual" with the lead as it was being manipulated. The lead was not used and another lead with the same model and length was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. It was noted the lead and all conductors were stretched. The inner insulation was kinked and buckled. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.